Manufacturer narrative:
Device evaluation summary: device evaluation of electrode belt sn (B)(4) has been completed. Upon investigation the cable connecting the distribution node (dn) to the rear therapy electrodes was pulled from the strain relief, damaging wires in the cable. The root cause for the strained cable was physical abuse. No adverse event resulted from the defective electrode belt.

Event description:
While evaluating electrode belt sn (B)(4) for an unrelated issue, a reportable problem was found. The cable connecting the distribution node and rear therapy electrodes was pulled from the strain relief.